Event description:
It was reported that this device was sent in for preventative maintenance and was found in need of repair. No further information provided. Evaluation of the device later found that the motor speeds were lower than specification. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter phone number: (B)(6). Report source: foreign: australia. Review of the most recent repair record determined the motor speeds were lower than specification. The motor, switch, reciprocating arm, width plates, o-ring, and various bearings / screws were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.